Event description:
The home patient reported a 2240 alarm during dwell 4/9 of automated peritoneal dialysis with the homechoice machine. The patient reported that a supply bag had fallen off the table and become unspiked. The home patient incorrectly respiked the bag and the alarm occurred. The patient discontinued treatment and restarted with new supplies. There was no patient injury or medical intervention reported by the home patient.